Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the up, down and ok buttons were intermittently unresponsive for the past month. The reporter denied damage to the keypad and no known moisture. The patient reportedly wore the pump under a garment against the body and does not clean the pump. There is no reported adverse event with this complaint. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.